Event description:
It was reported that during a laparoscopic adjustable band procedure, on the initial placement of the band, it was placed and sutured down. When the surgeon went back to readjust the band, it was open. Upon examination, it was discovered that the buckle on the band had broken. The band was replaced. There was no patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.